Manufacturer narrative:
Additional information: device available for evaluation; returned to manufacturer on: 8/24/2018. Device evaluation: sample received at site on 07/24/2019. The reported lens returned cut in two parts. The condition observed is consistent with a lens that has been cut due to ¿iol removal¿ or ¿explant¿ process. Due to the condition of the lens returned the reported issue could not be verified. There is no evidence to suggest that the complaint sample has been affected by the manufacturing process. No product deficiency was identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4) .

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00, 23.0 diopter, intraocular lens (iol) was implanted and then explanted due to intraocular power miss. It was learnt that sutures were placed, however no incision enlargement and no vitrectomy was required. There was no patient post-op injury. The explanted lens was replaced with the same model but a lower diopter (21.0). No other information was provided.